Manufacturer narrative:
One device was received for investigation. The device was functionally tested, but the investigation could not duplicate the reported issue. However, the investigation identified a separated downstream occlusion seal, an issue that could result in a hazardous situation, therefore making this investigation reportable. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based on the results of the investigation, the reported complaint could not be confirmed. The dso seal was replaced and the device passed all testing.

Event description:
It was reported that the device displayed a screen error. There was no patient involvement or harm reported. The file is now reportable based on the investigation finding that the device's downstream occlusion (dso) seal was detached.